Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.pump received with high idle current due to faulty lcd driver. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, minor scratched display window.

Event description:
Pump received with high idle current due to faulty lcd driver. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, minor scratched display window.